Manufacturer narrative:
Other device code used: lxt. Device history records review was completed for part #394.055, lot # 9715492. Manufacturing location: (B)(4), manufacturing date: 13th november 2015, no deviation nor any non conformance reports were generated during the manufacturing of this product related to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient¿s identifier, date of birth and weight is not available for reporting. Reported issue occurred about one and half months later (exact date is unknown). Explant date is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that an elbow fixator was used on (B)(6) 2016 to treat patient's distal humerus fracture. About one and half months later (exact date is unknown), the screw on the hinge of the elbow fixator came off. Another device (hinged joint rod for external fixator) was used to replace the broken elbow fixator. Patient's physical condition during the initial surgery reported as severe with multiple traumas. This is report 1 of 1 for (B)(4).